Event description:
Under certain conditions, the delivered dose is displayed with an error of up to 47%. Since the display does not show hundreths like other brands of pumps, certain drugs which require low doses may be incorrectly infused. There is a significant shortcoming with the dose rate calculator on the medsystem iii infusion pump. The dose will not go below 0.1, for drugs such as fenoldopam, osoproterenol, norephinephrine, sodium bicarbonate, and insulin, the normal infusion range extends below 0.1. On the alaris medsystem iii, the ml/hr can be adjusted such that the dose falls below 0.1. However, the dose reading stays at 0.1 until the rate falls below approx half of 0.1, then is displayed as <0.1. This results in an error of up to 47% in the dose display. See the following table for a 100 kilogram patient, with a concentration of 10 milligrams in 250 ml, as the rate is adjusted below 0.1. Display of rate ml/hr, display of dose microgram/kg/min and error in dose display respectively: 22, .1, 47%; 15, .1, zero; 10, .1, 33% and 8, .1, 47%. For fenoldopam, isoproterenol, and norepinephrine, nanograms/kg/min is available on the pump. However, package inserts, published texts, and rptr's practice all refer to dose in terms of micrograms. Using nanograms will add to the potential for errors. For sodium bicarbonate, there is no smaller unit than meq. Hosp's standard procedure for thoracoabdominal aneurysm calls for an infusion of 0.05 meq/kg/min during cross clamping.